Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. (B) (6) 2010. Date unknown. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures.(B) (4)

Event description:
Patient underwent total knee arthroplasty in (B) (6) 2010. Subsequently, the patient was revised on (B) (6) 2010, due to infection. The surgeon replaced the tibial bearing and the vanguard femoral.

Manufacturer narrative:
Further review of complaint file has shown that only the tibial bearing was revised and not the vanguard femoral as originally reported.(B)(4)

Event description:
It was reported that the patient underwent total knee arthroplasty in (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2010, due to infection. The surgeon removed and replaced the tibial bearing.